Event description:
It was reported that the balloon ruptured. A ranger drug-coated balloon 5mm x200mm, 150cm catheter was selected for use to treat stenosis for peripheral arterial occlusive disease of the distal superficial femoral artery. The physician inserted the catheter, and upon treatment the balloon ruptured prior to reaching the nominal pressure. The procedure was able to be completed successfully using a new ranger without sequela.

Manufacturer narrative:
Device evaluation by manufacturer: this ranger drug-coated balloon was returned and analyzed. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. The device was functionally tested by inflating it to rated burst pressure. The balloon was able to hold pressure. Inspection of the remainder of the device presented no damage or irregularities. Product analysis could not confirm the reported rupture.